Manufacturer narrative:
The insulin pump passed the functional test including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had a stripped battery cap coin slot, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported the customer was hospitalized for high blood glucose. Customer's mother stated they have attempted to treat with the insulin pump and blood glucose will not go down. Customer's mother stated high blood glucose only went down when customer was off the insulin pump. The drive support cap on the insulin pump was ok. Unable to troubleshoot the device since the battery had run out and customer's mother did not have another battery. Customer's mother stated the battery cap was damaged. Customer's mother stated she did not feel secure with the device and did not want to continue using it. Customer's blood glucose was 9.7mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.